Event description:
It was reported that shaft perforation occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous anterior tibial artery. After an unspecified guide wire crossed the lesion, the 2mm x 40mm x 144cm coyote¿ es catheter was advanced for dilatation. After the dilatation of the lesion, the guide wire and the coyote¿ es were removed and angiography was performed. Subsequently, the physician re-inserted the guide wire and advanced the coyote es via the guide wire. However, the tip of the guide wire broke inside the guide wire and inflation lumen and punctured the coyote balloon catheter. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).